Event description:
It was reported the patient experienced a shocking sensation and stimulation in the wrong location. The patient was feeling stimulation in the rib cage and diaphragm, and back spasms (shocking sensation). It was also reported the patient was not getting stimulation in her lower back and lower legs. The patient had not had stimulation in the target area since the trial prior to permanent device implant. The sensation is positional in nature, but it basically happens whenever the patient moves. Impedance measurements were normal. An x-ray was done, which showed the lead in the correct location.